Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to report cgm inaccuracy compared to patient's blood glucose meter on (B)(6) 2014. Patient's father also reported insertion the arm. The device is not indicated for insertion in arm. At the time of the call to dexcom technical support, the patient's father did not report any medical intervention or injuries.